Manufacturer narrative:
The complaint states the reported products (150410206, 151650605, 3070040) were used for tkr surgery on (B)(6) 2017. Femoral implants were mistakenly inserted the other way around during the surgery operated on (B)(6) 2017. The incident was found while cement was hardening. The checking system we have should let us find these kinds of problems, however it did not work properly and no one could notice the incident. Also the sales rep in charge was not able to attend the surgery and the checking system usually done by an agency carrying these products did not work either. After removing the cement and femoral implants, the left implant was inserted after its arrival following the trail. Loose insertion being found during the trial, we changed the depth from 5mm to 6mm and the surgery was finished without any problem. A complaint database search did not identify any anomalies. The products were reviewed by bioengineering in comact-(B)(4). The femoral component is clearly marked 'r'. There is no indication that the incident was device related therefore, no design issue identified. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral implants were mistakenly inserted the other way around during the surgery operated on (B)(6) 2017. The incident was found while cement was hardening. The checking system we have should let us find these kinds of problems, however it did not work properly and no one could notice the incident. Also the sales rep in charge was not able to attend the surgery and the checking system usually done by an agency carrying these products did not work either. After removing the cement and femoral implants, the left implant was inserted after its arrival following the trial.